Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint was confirmed. The field service technician performed a scope leak check and found leaking from a/rubber (a/r), after taping a/r, the second leak was coming from the biopsy channel. The service technician observed marks and damage on unit. Based on the evaluation and findings, olympus was able to confirm the damage was due wear and tear.

Event description:
It was reported to olympus that leakage occurred on the device. Bubbles were found at the tip of the scope. It is unknown if intended procedure was able to be completed. There was known impact or consequence to patient.

Manufacturer narrative:
This supplemental is being submitted to add additional information. Initial reporter position is endoscopy technician.

Event description:
Reported event found during reprocessing.

Event description:
There was no known impact or consequence to patient.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02571. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to handling. External force may have been applied to the lens surface due to the missing acoustic lens. It is assumed that the acoustic lens could not withstand the load due to the external force being applied, resulting in chipping. To mitigate the risk of device damage, the instruction manual please read before use it states, do not apply shock to the distal end of the insertion section,particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."